Manufacturer narrative:
Corrected data: h1-upon further review, it has been determined that the event is not MDR reportable. There was no ae, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. In a separate visit the lens was exchanged for a longer length lens. The reporter states that the vault is still very low after exchange. Cause of the event was reported as unknown.